Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and the heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2021. The cause of death was not provided by the customer. (B)(4) was not explanted for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause of death is unknown and was not provided by customer. Additional information was requested but not provided due to personal data privacy legislation/ policy.